Event description:
Zimmer biomet received an anonymized study report summarizing the data of the titanium universal locking system when used for long bones collected on a clinical study with the marien hospital in germany. It was reported that a patient was revised approximately 3 years post implantation due to pseudoarthrosis. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information or product is available, we are unable to provide further information.

Manufacturer narrative:
(B)(4). Concomitant medical products: 47494600607 3.5 mm locking dual compression plate, 00236901435 3.5 mm locking screw 14 mm length x2, 00236901635 3.5 mm locking screw 16 mm length x2, 00236901835 3.5 mm locking screw 18 mm length x2, foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01762, 0001822565-2022-02103, 0001822565-2022-02104, 0001822565-2022-02106, 0001822565-2022-02107, 0001822565-2022-02108.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10. Upon reassessment of the reported event, this device was determined to be not reportable. As the dual compression plates are used as a fixation mechanism to stabilize fractures, the fixation screws are not implicated in revisions due to pseudoarthrosis. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable. As the dual compression plates are used as a fixation mechanism to stabilize fractures, the fixation screws are not implicated in revisions due to pseudoarthrosis. The initial report was forwarded in error and should be voided.